Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/09/2013 with the following findings: the keypad was found to be intact; no damage was observed. The unresponsive keypad was not able to be duplicated during testing. The keypad buttons were responsive to button presses and were functional. The buttons have spring back and click. The keypad cover was removed and no evidence of contamination was observed. The pump was opened and the keypad flex was observed to be firmly seated with no signs of damage or contamination visible on flex or connector. Unrelated to the complaint, there were no auditory sounds noted during start up; further evaluation revealed a failed electrical connection in the audible alarm circuit due to cracked solder. There was evidence of moisture found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).